Event description:
Pt suffered "night stick" fracture of left radius & ulna on (B)(6) 2011. Splinted in ER until first surgery on (B)(6) 2011. Op note indicates 2 incisions, 1st incision was radial volar and a 3.5mm lcp recon plate 6 hole applied and 2nd incision was ulna volar approach and a second 3.5mm lcp recon applied. Pt was splinted and sent home. Per surgeon, splint was removed 2-3 weeks post op, incision and x-rays were fine. Next f/u, 2.3 weeks postop showed dorsal displacement of the radial fracture with bending of the plate and no loosening of the screws, ulna plate intact. Second surgery on (B)(6) 2011, same approach to radius, 3.5mm recon plate removed and a 3.5mm lcp dia - meta 7 hole left plate was used.

Manufacturer narrative:
Device is in the investigation process.